Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.